Manufacturer narrative:
All devices received underwent failure analysis investigation. The results of these investigations are represented, below, according to reported device, results, and conclusions code combinations and frequency of each: (B)(4). Exemption number: 2014031. Total number of events: 94.

Event description:
This reports summarizes <noe>94</noe> of the supplemental and/or corrected alternative summary report (asr) data from prior asr submissions. For each event, the pod¿s needle mechanism failed to deploy as intended, resulting in a needle mechanism failure. Please see the following table which provides further detail for the reported symptom of needle mechanism failure: age group female male unknown grand total: (B)(6).